Event description:
It was reported that this was an arteriotomy closure of an artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle misfire was noticed for two devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of an artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle misfire was noticed for two devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle misfire was noticed for two devices. The plungers were removed and no suture was seen for both devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f, and the evar procedure was completed. No additional information was provided.